Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Sc-1110-02(sn/(B)(4)) the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which is within the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient was unable to charge the ipg after the implant procedure. The patient had a previous surgery wherein the ipg might have been destroyed. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post operatively.

Event description:
A report was received that the patient was unable to charge the ipg after the implant procedure. The patient had a previous surgery wherein the ipg might have been destroyed. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post operatively.

Manufacturer narrative:
Additional information was received that electrocautery was used during the patient's previous neck surgery. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was unable to charge the ipg after the implant procedure. The patient had a previous surgery wherein the ipg might have been destroyed. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post operatively.